Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high." Cause was not known. Customer resolved their bg by resuming insulin therapy via the pump.